Event description:
During tube removal, a little resistance was noted. X-ray confirmed the tube was split lengthwise. The pt was not fed through the tube. This event occurred on two tubes with an agitated pt who pulled on the tubes. The pt had a total of three tube placements. There was no illness, injury or medical intervention resulting from the event.